Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Although there was no reported device malfunction/issue, as a conservative measure, the device was visually inspected; no thrombus/human tissue or device damage was identified. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of emboli (thrombus), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The investigation was unable to determine a definitive cause for this incident. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The steerable guide catheter was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This event is filed for thrombus noted on the steerable guide catheter, treated with medication. It was reported that on (B)(6) 2016, the patient, with functional mitral regurgitation (mr), underwent a mitraclip procedure. The steerable guide catheter (sgc) and clip delivery system (cds) were advanced into the patient anatomy. The activated clotting time (act) was 350 seconds; however, thrombosis was noted at the tip of the steerable guide catheter and heparin was administered. The clip was deployed without difficulty and the devices were removed from the patient without issue. The mr was reduced from grade 3-4 to grade 1-2. The thrombosis was not seen on the devices or in the anatomy. There was no adverse patient effect and no clinically significant delay. No additional information was provided.